Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was unknown. This is the second occurrence of replace battery now alarm without a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was advised the insulin pump will need to be replaced. The customer was also advised they may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.